Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient planned to return in march for pump replacement but would have the pump replaced the week of (B)(6) 2014 due to under dosing of morphine (as previously reported).

Event description:
Additional information received reported the patient had drug withdrawal syndrome. Magnetic resonance imaging (MRI) without contrast was performed on (B)(6) 2014, and the pump catheter was not visible. Surgical observation on (B)(6) 2014 noted a possible catheter malfunction per the operative note. The catheter was replaced, and the patient was to return for normal eol of the pump in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced under dosing of medication, was in possible drug withdrawal with symptoms of increased spasticity. The patient had a regular refill on (B)(6) 2014. The pump did not alarm; the pump was interrogated and revealed the pump was nearing end of life (eol). The patient had planned to return in march 2015 for pump replacement for normal eol but will have the pump replaced week of (B)(6) 2014 due to under dosing of morphine. The patient was given a prescription for ¿valume¿ prn as needed for increased spasms. The severity was mild. It was related to device or therapy and not related to implant procedure. The outcome was resolved without sequelae on (B)(6) 2014. The pump was delivering morphine.

Event description:
Additional information received reported the device was replaced. Surgical observation revealed the catheter was occluded and kinked. The etiology was reported as related to the entire catheter.